Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that inflatable penile prosthesis (ipp) device was replaced due to patient dissatisfaction and pain in scrotum on (B)(6) 2018. A new 15cmx12mm ipp device was implanted. No further patient complications were reported in relation to this event.